Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 28 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.